Manufacturer narrative:
Continuation of d10: product ID m995402a001 serial# (B)(6) product type. Section d information references the main component of the system. Other relevant device(s) are: product ID: m995402a001, serial/lot #: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient said the device hasn't been working for a while/ months. Patient said when they plug the controller into the wall, the controller doesn't charge, when unplugged, the controller dies. An email was sent to the repair department to replace the battery pack. Additional information was received from the patient on 2024-jun-21. They reported that the pt called back stating they received the battery pack and it is already not working. It stopped working about 1.5 week ago. As of now nothing was coming on the screen, it was totally dead, not charging. On the call pt read the same serial number on the battery pack as on the original call. Reviewed this was the battery pack pt was supposed to return to repair. Pt was convinced they were using the new one. An email was sent to repair to request a battery pack.

Manufacturer narrative:
Continuation of d10: product ID m995402a001 serial#(B)(6). Product type product ID m995402a001 serial# (B)(6). H3: analysis of the battery pack found device scrapped due to not charging in known good unit. No anomalies were visually observed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.